Manufacturer narrative:
Through good faith effort, additional information was obtained which indicated that the device was sent to the hospital equipment department for evaluation and repair. It was identified that the spo2 probe had malfunctioned. Based on the information available, the cause of the reported problem was a faulty spo2 sensor. The reported problem was confirmed. A replacement spo2 probe was ordered to resolve the issue. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
Philips received a complaint on the intellivue mp5 indicating that when monitoring the blood oxygen saturation for a child the measurement was low and fluctuated greatly. After changing other monitor, the heart rate and blood oxygen of the child were all normal. The device was in use on patient at time of event, there was no adverse event reported.